Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. Functional/display failed. Display was blank upon startup and push buttons light up. Replaced inverter board. Display is now working properly. Pre-ast 15mins 1000ml simulated treatment was performed without any failures or problems. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) register nurse contacted fresenius technical support to report the liberty select cycler alarmed stated that patient was doing first training on the cycler and the screen started going off and on. She turned it off and checked the plug. When she turned it back on it would not come on and then there was a burning smell coming from it. She said nothing is lighting up at all. Issue: can't turn on cycler on power up. Patient was connected during incident. Display was blank. There was not a power outage. There was not an outlet issue. Power cord was securely plugged in. There was not a sound when ok/stop buttons were pressed. Switched cycler on and there were no lights on the stop, ok and up/down keys. The reported issue is not a result of the supplies. Patient does know how to perform capd/manuals. Patient has unknown boxes of capd/manual supplies. Distorted screen occurred in dwell 1 of 3. The screen was flashing off and on cycler was securely plugged into the wall outlet. Cycler was securely plugged in the back. Patient does know how to perform capd/manuals. Issue: non-operational questions. Issue occurred power up. Question was regarding burning smell coming from cycler. Patient was not connected at time of call. The reported issue is not a result of the supplies. Patient does know how to perform capd/manuals. Replaced cycler due to can't turn on cycler. The fresenius technical support representative advised to contact the nurse to inform of replacement. Advised cycler will arrive with default settings, time, and date. Advised to return power cord with cycler. At least one full treatment has not been completed with this cycler. This is an out of box failure. Advised to discontinue use of this cycler. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.

Event description:
A peritoneal dialysis (pd) register nurse contacted fresenius technical support to report the liberty select cycler alarmed stated that patient was doing first training on the cycler and the screen started going off and on. She turned it off and checked the plug. When she turned it back on it would not come on and then there was a burning smell coming from it. She said nothing is lighting up at all. Issue: can't turn on cycler on power up. Patient was connected during incident. Display was blank. There was not a power outage. There was not an outlet issue. Power cord was securely plugged in. There was not a sound when ok/stop buttons were pressed. Switched cycler on and there were no lights on the stop, ok and up/down keys. The reported issue is not a result of the supplies. Patient does know how to perform capd/manuals. Patient has unknown boxes of capd/manual supplies. Distorted screen occurred in dwell 1 of 3. The screen was flashing off and on cycler was securely plugged into the wall outlet. Cycler was securely plugged in the back. Patient does know how to perform capd/manuals. Issue: non-operational questions. Issue occurred power up. Question was regarding burning smell coming from cycler. Patient was not connected at time of call. The reported issue is not a result of the supplies. Patient does know how to perform capd/manuals. Replaced cycler due to can't turn on cycler. The fresenius technical support representative advised to contact the nurse to inform of replacement. Advised cycler will arrive with default settings, time, and date. Advised to return power cord with cycler. At least one full treatment has not been completed with this cycler. This is an out of box failure. Advised to discontinue use of this cycler. The cycler was returned. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short. A phone call and written attempt have been made to gather additional information, but fresenius has not received any further details regarding the reported event. If additional information becomes available, the file will be updated accordingly.